Event description:
Implant date: 9/4/1998. Pt was involved in a car accident late november 1998. X-rays taken after accident show construct to be fine. Pt involved in a physical altercation in 12/98 and was thrown on her back. Implanted rod had migrated downward out of construct. Rod was removed in 12/98. Revision surgery performed on 1/7/99 to remove the rest of the implants. It was reported that the break off set screw was loose. Pt was re-instrumented with a new construct.